Event description:
It was reported that the user experienced multiple low blood glucose episodes and was overtreating hypoglycemia, leading to rapid glucose rebounds; education was provided to treat lows with 5¿10 grams of carbohydrates, wait 10¿15 minutes, and consider small unannounced snacks to maintain glucose closer to target while using subcutaneous insulin by pen. Symptoms included hypoglycemia reaching 67 mg/dl. Outcomes included the need for troubleshooting and education without hospitalization. Investigation included review of reported use patterns and coaching on hypoglycemia treatment and meal/snack announcement practices. Investigation of this case revealed user-related factors, specifically overtreatment of hypoglycemia and limited meal announcements contributing to glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was user error related to carbohydrate treatment and meal management.